Event description:
It was reported that the patient experienced difficulty charging the ipg. It was also reported that the ipg is protruding through the skin as patient can clearly see and feel the outline of the ipg.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.